Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not capturing (at 7.5 volts) the right ventricle through the associated defibrillation lead. The patient reported feeling a 'bump' sensation when she bent over. Beyond the abnormal positional feeling, no adverse patient effects have been reported.